Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of a remote transmission by qualified personnel indicated that twelve days ago there was a high rate n on-sustained episodes with non-physiologic sensing that appeared to be emi (electromagnetic interference)/noise with a duration of one second. The device remains in use. No patient complications have been reported as a result of this event.